Event description:
Berlin heart gmbh was informed by the distributor that a patient being supported with the excor pediatric vad system had developed hemolysis. The patient was switched from the excor blood pump to a centrifugal pump on 2024-02-13. The patient continues to use the excor cannula. According to the updated information form 2024-02-19, the patient was stable with decreasing hemolysis.

Manufacturer narrative:
The excor blood pump, s/n, (B)(6) was in use on the patient from 2024-01-10 until the removal of the excor pump on 2024-02-13 for 34 days. We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.